Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a cut in silicone tubing in two places noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available. A follow-up report will be filed should additional information become available.

Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The nurse stated that, during use, there was a leak from the silicone tubing. The product had been in use for 60 days. There was patient involvement, however there was no patient injury or medical intervention reported.